Manufacturer narrative:
Unit passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failure alarm confirmed in pump history (variableinfo = 3) due to broken trace at pin 1 (vdd) and pin 6 (sda) on u1 keypad assembly (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had beep anomaly. Customer reported that they did heard beeps when audio volume settings were saved and did heard the differences between the two audio beep volumes 1 and 5. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.